Event description:
During follow-up, the physician found that inappropriate shocks were caused by the recognition of noise on the ventricular channel as vf. Hence, the lead was explanted.

Manufacturer narrative:
The reason for return was verified. The outer insulation, inner insulation and the ptfe coating of the sensing cable were abraded from inside out at the same location, 13cm from the tip. The inappropriate shocks occurred when the metals filar of the sensing cable came in contact with the pacing coil.